Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to unknown product performance anomaly. This lv lead was replaced with the same model and not implanted. No adverse patient effects were reported.